Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the computed tomography scan was performed on (B)(6) 2025. No acute intracranial pathology was noted. Chronic findings were noted including an area of decreased attenuation involving the right parietal lobe and the posterior right frontal lobe, stable, likely representing an area of prior insult such as chronic infarct.